Event description:
As part of ohmeda's investigation to previously reported MDR 1121732-1998-00004, ohmeda service evaluated all care plus servo humidifiers in the hosp where the earlier incident occurred. During this evaluation, the service rep observed that the heating element of the subject device had become detatched from the heat sink and had some brown discoloration on the under side of the lid. This was not the same level of failure as the earilier report, but inasmuch as it exhibited early signs of this failure, ohmeda is submitting this medwatch report.